Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report, that the intra-aortic balloon pump (iabp) alarmed drain failure and excessive water in lines. As a result, the pump was switched out for another pump for therapy continuation. According to the findings, the field service engineer (fse) found some moisture was in the lines but the alarm could not be duplicated. Confirmed cold trap to be working (37°f ) and cleaned out access water. The fse also replaced pneumatic control system (pcs) as precaution. Ran leak test and several drain cycles. Unit checks ok. No patient complications reported. According to additional information received "unit had excessive moisture in the lines, and was not able to complete a drain task cycle, causing to alarm every 20 minutes."

Event description:
It was reported via a field service report, that the intra-aortic balloon pump (iabp) alarmed drain failure and excessive water in lines. As a result, the pump was switched out for another pump for therapy continuation. According to the findings, the field service engineer (fse) found some moisture was in the lines but the alarm could not be duplicated. Confirmed cold trap to be working (37 ¿f) and cleaned out access water. The fse also replaced pneumatic control system (pcs) as precaution. Ran leak test and several drain cycles. Unit checks ok. No patient complications reported. According to additional information received "unit had excessive moisture in the lines, and was not able to complete a drain task cycle, causing to alarm every 20 minutes."

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "pump alarms drain failure every 20 minutes" is not confirmed. Although, the root cause of the reported complaint has remained undetermined the pcs assembly passed all visual and functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. No further actions required.